Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve setting was changed by a smart phone cover. It was noted there was a strong magnet within the smart phone cover. The device was still in use and there was no injury to the patient.